Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was found to be bent. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The needle mechanism was inspected and nothing was found that would result in the cannula becoming dislodged from the infusion site. The root cause of the reported dislodged cannula could not be determined. No issues were observed with the adhesive pad. The exact cause of the adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14.4 mmol/l (259.2 mg/dl). The pod was worn longer than 48 hours on the abdomen. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.